Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultralink meter was reading inaccurately high when compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that on (B)(6) 2014 at 8:30am they obtained a blood glucose reading of ¿230mg/dl¿ on the subject meter and on three occasions obtained ¿130mg/dl¿ on three different ¿relion¿ meters. The time between these results is unknown therefore we cannot confirm if the calculated difference exceeded lifescan¿s criteria for accuracy. The patient manages their diabetes with self-adjusted insulin but no further details were provided. They denied making any changes to their usual diabetes management regimen in response to the alleged product issue. The patient alleged that they developed a symptom of ¿nauseous¿ 30 minutes after the alleged product issue began. They denied receiving any treatment in response to this symptom. At the time of troubleshooting, the csr confirmed that the test strips were in good condition, the patient¿s technique for applying the blood to the test strip and for cleaning the puncture site were correct and the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury. However, this complaint is being reported because, the alleged product issue remained unresolved at the time of troubleshooting.